Event description:
When the surgeon fired the a gia stapler the staples did not fire so, the bowel was dissected with no closure being made. Surgeon had to use another stapler to make the closure in the bowel.